Event description:
It was reported, the subject device 3d image was not visible and when switched on, colored lines appeared on the screen. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device 3d image was not visible and when switched on, colored lines appeared on the screen. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure of no 3d (three dimensional) image was confirmed, however, color lines on the screen was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no 3d image was due to a broken charged coupled device (r-unit). Olympus will continue to monitor field performance for this device.